Event description:
It was reported that this right ventricular (rv) lead exhibited unstable threshold values due to the high heart rate of the patient. The day after implant, x-ray showed the lead had no slack and premature ventricular contraction (pvc) occurred due to a lead dislodgement. The patient underwent a surgical intervention to try and reposition the lead, but the abnormal threshold values continued, so the previous lead was cut and a new lead was used to complete the procedure. No additional adverse patient effects were reported.